Event description:
It was reported that a pump over infused while delivering lipids to a pt. The device was programmed to deliver 250ml of fluid at a rate of 21 ml/hr. The customer stated that approx 1.5 hrs after the infusion was started, the IV container was almost empty. It was also reported that when the pump was stopped, the medication continued to infuse.

Manufacturer narrative:
(B)(4). A flow rate test was performed with the device in question, per the sigma preventive maintenance procedure and found to deliver within specification. A flow rate test was also performed using the event infusion parameters found in the history log (for a period of one hr) with the unit passing. Additionally, upstream occlusion and downstream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Review of the history log supports the reported event parameters; however, no malfunction could be identified.